Event description:
On 3/21/01 a report was made to the FDA concerning a clinical incident involving qa microcaps wand. Subsquently, it was learned that a microblator 1.5 wand was used in the procedure rather than a microcaps wand. The remainder of the event, as previously reported, remains unchanged.